Manufacturer narrative:
The complaint is not confirmed. The unit was unable to be tested on the blood loop in central engineering due to the fact that it still had software 1.65 installed on it. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, no obvious issue were observed. The monitor performed a successful sample gas calibration, the sample calibration was verified, and the monitor exhibited no significant variation in blood parameter monitor (bpm) intensity during operation. The monitor was sent to central engineering for further evaluation.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was abnormal potassium (k+) values on the blood parameter monitor (bpm). The level has been high and not returned to normal level (k+ value over 8). They tried to go on bypass for about three times, however the level has been high since the device was activated until it stopped. Even when the system was recalibrated, the defect was not solved. The device was not changed out, as they did not use the bpm and used an independent analyzer. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 27-jul-2016: the subsidiary site provided information related to the incident and that includes: the shunt sensor was calibrated with the 540 calibrator prior to use. The shunt sensor was exposed to prime solution prior to cpb. The high k+ levels, as measured by the bpm, were seen prior to the first in-vivo calibration and also after multiple in-vivo calibrations. The in-vivo adjustments did not improve the accuracy, as the k+ remained higher than lab analyzed values and in fact was displayed as (- - -) with high alarm (indicates bpm value > than 8.0 mmol/l). As the k+ remained higher than laboratory analyzed values, the perfusionist elected to not use the k+ data and used a lab analyzer to periodically measure the k+ level. The case was completed successfully, without delay and without associated blood loss. The bpm was used for other parameter monitoring, but an independent laboratory analyzer was used for k+ monitoring. There was no harm observed.